Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) units doppler is not working. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,d9,e1(event site telephone: (B)(6) ). It was reported that the cs100 intra-aortic balloon pump (iabp) had doppler not working. There was no patient involvement and no patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. Checked the machine & found doppler is not working. Further checked the machine & found probe of the doppler is faulty & need to be replaced. Apart from doppler other parameters of the machine are ok. The probe is not covered in contract. The quotation of the probe will be sent soon. Quotation has been already submitted but customer is not willing to purchase probe. Still the device repair was not completed. The investigation shall be closed with available information. If any additional information received about part replacements the complaint will be reopened and update it.

Event description:
N/a

Event description:
N/a.